Event description:
It was reported that the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at their scs ipg pocket site. In turn, surgical intervention may occur to resolve the issue.